Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Device to device interaction test was performed and a test guidewire was able to pass through without any issues. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis could not confirm the reported stuck on guidewire.

Event description:
It was reported that guidewire entrapment occurred a 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure to treat an occluded superficial femoral artery. During the procedure, however, the catheter became stuck on the wire and shut down. The device was removed and replaced with a new jetstream catheter. The procedure was completed with the replacement catheter with no patient complications.